Manufacturer narrative:
Initial reporter facility name: (B)(6) medical. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd 20 ml syringe with needle there was an issue with scale marking error. It was stated ¿the nurse found yellow foreign matter and white foreign matter in two syringe barrels respectively after opening the plastic packages.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: we have been provided with the affected sample. The provided sample presented yellow spot of foreign matter in the plunger rod, also small particles in the body of the syringe. We could not determine the exact root cause of this reported issue due to the conditions of the sample. The samples were not decontaminated. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (september 7 - 8th, 2017). Syringes were assembled in machine, nº4252, and nº4251, in lot#: 7244146 (september 4 - 17th, 2017) . Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots#: 7244052, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots#: 7251469, #7244053, #7237230, #7211171, and #7234129 and no problems, defects or qn related to the reported issue were found. Root cause analysis: the accurate root cause of the reported issue could not be determined. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assemble and package the product takes place in an environmentally controlled room where the air is continuously filtered using a hepa filter system. Confirmation: the provided sample presented foreign matter inside the syringe. We could confirm the reported issue. CAPA determination: based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.